Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer had broken handles, broekn lower hinge plate, broken left keyboard hinge, and power cord insulation that was damaged but functional. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.